Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reverted to manual injections for insulin therapy due to an issue with the pump. There was no reported impact to the customer's blood glucose level. Multiple unsuccessful attempts were made to contact the customer to determine what the issue was and troubleshoot the pump; however, no additional information was provided.